Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was poor aspiration pressure noted during a combined cataract and vitreous eye surgery. The issue was resolved by replacing the product with another and the procedure was completed. There was no pt harm noted. Additional info and event details were requested for this report. There were no updates received. A product sample has been requested for evaluation.